Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was implanted in late 2008. The patient had suffered from an acute myocardial infarction two days later resulting in a left ventricular aneurism and clot, and recurrent ventricular tachycardia and fibrillation. Thirty-five external defibrillations were performed by the end of the previous month. On the previous month, the patient was admitted to the hospital and given pharmaceutical therapy. Two days prior to original date twenty-five external defibrillations were given and two additional on the next day, due to vt and vf. ICD implantation was performed on original date. Vf induction was not performed. A stimulation threshold test was also performed with the analyzer. Ventricular programming was set. On four days later, vt/vf appeared necessitating twenty-five external defibrillations, external heart massage, pulmonary ventilation lasting 50 minutes. No shock was produced by the ICD. This episode resulted in brain damage and an instable arterial pressure. On the next day, device interrogation was performed revealing the device in storage mode. Tachycardia mode was programmed to monitor+therapy and the device successfully treated spontaneous vf. On that day, sudden heart arrest appeared, the device responded appropriately but there was no electrical or mechanical effect in regards to the patient. The patient expired. On two days later, the tachycardia mode was turned off. Interrogation of device history revealed the device was in storage mode until five days after the original date. Tachy therapy including three zone configurations with anti tachy pacing and shocks were programmed. One episode of vf was treated appropriately by the device after the tachy therapy was programmed on. All other therapies recorded following death resulted from oversensed extracardiac noise. There are no complaints against the device. The device had detected and treated appropriately.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) is intended to be returned to boston scientific for laboratory analysis. When additional information becomes available, this product issue will be updated.